Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system was unable to track the reference frame or instruments after an automatic registration spin was completed. The site was able to verify instruments and set up the system to track the reference frame and imaging system's trackers for a navigated spin, but once they progress to the navigate task, they were unable to track any instrument until they left and re-entered the procedure. The site did not provide any additional information and the representative was unable to replicate it on site. There was no impact to patient and surgical delay was reported as less than one-hour. Additional information was received. It was reported that the system booted up normally, however the system would not allow instrument verification before a case. After exchanging the reference frame, the instruments and system functioned as intended. There was no visible damage to the reference frame. Additional information was received, it was reported that the procedure was a lumbar procedure. It was noted that this same issue had occurred in a cervical spine procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: 2.0.1 h3: a medtronic representative went to the site to test the equipment. Testing revealed that the cable had pinched connections and lost optical communication. Replaced ethernet cable connecting to optical eyes. The navigation system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. The provided logs were not matching to the issue reported date hence logs were not useful. Based on the information provided, after replacing the internal camera network cable chain, the system was functioning as intended. H6: b01, c02 and d02 apply to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.